Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following a device upgrade procedure, this right ventricular (rv) lead had evidence of noise. Surgical intervention was performed. The lead was capped and replaced without incident. Besides intervention, no adverse patient effects were reported.